Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with an air in line alarms was confirmed during product evaluation. No assignable cause could be provided for this condition, but the pump head module was replaced as a precaution. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.07.00. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced air in line alarms during biomedical testing. These alarms may be false air in line alarms. There was no patient involvement. The software version of this device is unknown. No additional information is available at this time.